Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 21 unopened pouches. There are no previous complaints of this code/batch. There are no units in OEM stock. Tested the needle attachment of the closed samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Consecutive several cases of the separation between needles and sutures were found when opening the package. We consider that this must be related to the product quality. So I sent you some samples with the same batch number for you to test.